Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella 5.5 with smartassist & impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported the patient was on impella 5.5 support and during support, there was a pump stop that occurred. The pump was then removed.

Manufacturer narrative:
The product was returned for investigation. Data logs were not provided, and they could not be retrieved from the remote server. No physical damage was observed on the returned pump. The pump was unable to start during testing and failed electrical testing on the motor current line. All three lines were open during electrical testing. Further observation inside the red handle revealed that all three electrical motor lines were stretched at the monkey fist glue bond to the catheter. The cause of the pump stop issue was an open electrical line inside red handle at monkey fist glue bond.